Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal, chronic pain, depression, anxiety, uterine leiomyoma, anemia from chronic blood loss, aortic stenosis, urinary frequency, cardiomyopathy, uterine bleeding and neuroblastoma. In 2007, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("left side stomach pain across to right side"), back pain ("lower back pain / upper back pain") and neck pain ("neck pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with blood and related products and surgery (laproscopic supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed in (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, uterine leiomyoma, anxiety, depression, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, nausea, weight increased, abdominal pain upper, back pain and neck pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain upper, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, neck pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date - 2007 and (B)(6)2009. Current weight 123 lbs. Right side- 3 coils, left side -5 coils. Removal details - laparoscopy supracervical hysterectomy with bilateral salpingectomy, cystoscopy (laparoscopic total hysterectomy, possible open surgery possible bowel bladder, urethra, possible remove of ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraines, headaches, nausea, pain, weight gain, left side stomach pain across to right side ,lower back pain, neck pain, plaintiff did not undergo essure confirmation test.", lot number and medical histories were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal, chronic pain, depression, anxiety, uterine leiomyoma, anemia from chronic blood loss, aortic stenosis, urinary frequency, cardiomyopathy, uterine bleeding and neuroblastoma. In 2007, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("left side stomach pain across to right side"), back pain ("lower back pain / upper back pain") and neck pain ("neck pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with blood and related products and surgery (laproscopic supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, uterine leiomyoma, anxiety, depression, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, nausea, weight increased, abdominal pain upper, back pain and neck pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain upper, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, neck pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion date - 2007 and 20-feb-2009. Current weight 123 lbs. Right side- 3 coils, left side -5 coils removal details - laparoscopy supracervical hysterectomy with bilateral salpingectomy, cystoscopy (laparoscopic total hysterectomy, possible open surgery possible bowel bladder, urethra, possible remove of ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), uterine leiomyoma ("fibroids"), anxiety ("anxious") and depression ("depressed"). The patient was treated with blood transfusion, auxiliary products and surgery (plaintiff undergo a hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed in 2014. At the time of the report, the genital haemorrhage, anaemia, uterine leiomyoma, anxiety and depression outcome was unknown. The reporter considered anaemia, anxiety, depression, genital haemorrhage and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.